Manufacturer narrative:
Information was received indicating that there was no patient involvement during the discovery of the issue. The customer ordered and installed the replacement motor controller board, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that error 1127 "ovp circuit failed" occurred. The device was in use on a patient at the time the reported issue was discovered. There was no reported harm to the patient or user. The device was taken out of service. The customer verified code 1127 in the device¿s significant event log and requested the part number of the replacement motor controller (mc) printed circuit board assembly (pcba) for repair. The customer was provided with the requested part number.